Manufacturer narrative:
Device code relates to problem code for the reported event of stent positioning/ placement problem. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal fully covered stent was to be used to treat a malignant stenosis in the cardia of the esophagus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, when the stent was viewed endoscopically to check for placement, the stent was noted to have moved towards the stomach due to peristalsis. The stent was removed with forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed wallflex esophageal fully covered stent and delivery system were returned for analysis. Visual examination of the returned device found the proximal handle was bent. The stent was measured to be within specifications. There were no issues noted with the stent and no other issues were noted with the device. The damage noted with the device was consistent with the application of excessive force during usage and deployment. Taking all available information into consideration, the investigation concluded that the reported failure was likely due to anatomical or procedural factors encountered during the procedure, such as characteristics of the lesion, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex esophageal fully covered stent was to be used to treat a malignant stenosis in the cardia of the esophagus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, when the stent was viewed endoscopically to check for placement, the stent was noted to have moved towards the stomach due to peristalsis. The stent was removed with forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.